Manufacturer narrative:
Pump received with no button response due to j2/lcd keypad connector unlocked.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.